Event description:
It was reported that the ventilator had no turbine operation. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred. The respiratory therapist had reported that the ventilator was picked up from the patient's home because it was getting very hot to the touch.